Manufacturer narrative:
(B)(4). Concomitant medical products: 00595309600, offset sizing plate handle. 00597104012, 63337177 provisional articular surface size green 12 mm height. 00590103400, quick-connect handle. Report source: foreign country: (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during knee surgery, the instrument would not assemble with the implant properly. While trying to remove the instrument, the instrument fractured. A second instrument was used, but also fractured. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable.